Manufacturer narrative:
One osseotite® implant was returned with a retaining screw, abutment, and crown. Visual inspection found that part of the screw is lodged in the drive feature, but the remaining portion of the screw cannot be viewed in this condition. Screw fracture cannot be verified. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The screw fracture event is non-verifiable. A root cause cannot be identified.

Manufacturer narrative:
Brand name unknown. Device product name unknown. Device lot # was not provided/unknown. Premarket identification unknown. The os4513 implant associated with this event will be reported as a serious injury on asr (alternative summary reporting).

Event description:
It was reported that unknown abutment screw fractured. Implant (os4513) fractured but patient elects to not have remaining piece of fractured implant removed. Tooth location #3